Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages were observed that would contribute to the reported communication error. The cause of the reported communication error could not be determined. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of the observed damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while activating a new pod. The device was originally reported for a pod communication error while activating the pod. Treatment information was not provided.